Event description:
A cartridge change error was reported, resulting in the customer's blood glucose level exceeding 500 mg/dl, with the value displayed as "high." The customer managed the high blood glucose by performing a correction injection using manual daily injections. Technical support instructed the customer to remove the cartridge and inspect and clean the pump. Following these instructions, the customer successfully completed the loading process, resumed insulin delivery, and no external assistance was required.